Event description:
It was reported, bd alaris lvp 20d 2ss cv, damaged, causing leak. The following information was provided by the initial reporter: bd alaris pump infusion set used in critically ill patient in ICU. Infusing propofol at the time. When infusion ended and nurse was taking down infusion set from pump, she realized that it was leaking from the top of the tubing on the pump segment, visibly ripped/damaged. Lot number unknown but have checked other items nearby in the hospital department and cannot find any other consumables that are visibly damaged, only this one item.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.